Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was cracked. Customer stated that pump had been in a pocket but was unsure how it became damaged. The customer¿s blood glucose level was not impacted. The customer would continue using pump for insulin therapy.